Event description:
It was reported that the 9800 system had a charger failure error during a case. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The batteries were charged during the service call. The system was tested and found to be working as intended and put back into service.